Event description:
(B)(4). Found out I was pregnant (B)(6), after having a confirmation that my tubes were supposedly "blocked". I had a rough pregnancy, especially trying to find an ob because I was high risk. My child was born 4 weeks early and almost died because her cord was wrapped around her neck 3 times. Which I would've never had to deal with had the essure worked. After many tests my coil on the right could not be located. I am always sick, right sided pelvic pain I can't control, immense weight gain, fibromyalgia, random rashes that have no histology, depression, and anxiety.